Event description:
It was reported that the target lesion was in the right coronary artery. The vessel diameter was 2.5 mm, and the lesion length was 20 mm. The vessel had heavy tortuosity, heavy calcification, was eccentric, de novo with a 95% stenosis. Predilatation was performed with the 2.25x15 mm trek dilatation balloon; however, the balloon ruptured on the first inflation of 8 atmospheres for 30 seconds. There was no reported resistance felt during advancement or retraction of the balloon catheter in the patient. The device was soaked prior to use and was prepared outside the patient anatomy. A non-abbott stent was placed to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure that this type of damage is not a result of a potential manufacturing deficiency, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged during interactions with accessory devices, or the reported heavily calcified and tortuous lesion, however, a conclusive cause could not be determined. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. There is no indication of a product quality deficiency.